Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter address. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not transferring over. A technical support specialist found that the service was being monitored hourly, but the issue occurred between checks. Dequeue-amount was increased and applied knowledge article of "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue". Observers fixed by the knowledge article of "messages stuck - maximum dequeue - scheduled task - observer tool" failed due to a logon session error. Security policy was disabled, allowed task creation. Encountered 'invoke sqlcmd' error despite module placement and suspected permission issues with pyxis account. Hospital information technology (hit) involvement needed to enable module usage. Eft downloaded zip files required manual unblocking before installation. Restarted the service and message and orders crossing normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the orders were not transferring over to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the orders were not transferring over to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6) medical center.